Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event could not be confirmed through this evaluation. It was reported that rescue tape was placed on the patient¿s driveline in a clinic to reinforce it. No alarms were reported for this event. There was no reported adverse impact to the patient during the event. No further information was provided. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that rescue tape was placed on the driveline in clinic to reinforce it. There were no alarms. No further information was provided.